Manufacturer narrative:
(B)(4)

Event description:
This lead had poor sensing and failed dft tests. The physician believed that this lead had micro dislodged because the patient has cerebral palsy and with his left arm movement, this is the second rv lead that had the same issue for the patient. The physician decided to leave this lead and the associated ICD implanted on the left inactive and implant a new ICD and rv lead on the right. This lead remains inactively implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On 7/31/2017 - this lead as well as the ICD and the ra lead were explanted on (B)(6) 2017. It appeared that this ICD ended up getting shorted out when the ICD system on the right was implanted and dft testing was done. This lead has not been returned.